Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while removing the device from the holder, the hub broke away from catheter. It should be noted that the device was not properly flushed before being removed from the holder. The procedure was completed with another device.